Event description:
Patient developed post-operative infection. The patient was treated with antibiotics and has since gone home.

Manufacturer narrative:
Actual device is not available to stryer for evaluation. Evaluation will be conducted and reported in follow up.